Manufacturer narrative:
Correction: the awareness date has been updated. The following information has been corrected: g.4. Date received by manufacturer: 2020-01-08.

Event description:
It was reported that the neoflon 24ga 0.7mm od 19mm l india catheter tip was damaged and peeled back during the insertion. This occurred on 7 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "during insertion peel off issue also tip damage."

Manufacturer narrative:
H.6. Investigation: one photo and three used samples were received by our quality team for evaluation. Upon visual inspection, the photo and samples all showed peelback; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, the probable root cause for peelback could be due to tubing material. A trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project, CAPA#81917, to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented.

Event description:
It was reported that the neoflon 24ga 0.7mm od 19mm l india catheter tip was damaged and peeled back during the insertion. This occurred on 7 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "during insertion peel off issue also tip damage.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the neoflon 24ga 0.7mm od 19mm l india catheter tip was damaged and peeled back during the insertion. This occurred on 7 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "during insertion peel off issue also tip damage."